Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and that the pump battery could not be charged. Reportedly, the customer continued to use the pump for insulin therapy. The customer's blood glucose level was 111-161 mg/dl. It was also reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy.